Manufacturer narrative:
Conclusion: the device history record was reviewed for the valve and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the returned angiograms confirms at 80% the inflow of the valve is constrained and shallow in depth. The valve was deployed to 100% and the angiogram confirms the valve has dislodged from the annulus and the left coronary artery is occlusive. It is unknown if there were any patient anatomy issues preventing the valve from expanding fully. Per the instructions for use (IFU) in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. There was no report in the event description if a balloon aortic valvuloplasty (bav) was conducted, and no mention of a bav being conducted in the angiogram clips returned for review. Unfortunately it was reported that the patient was not a good candidate for a valve in valve due to anatomy. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the reported event indicates that the tip of the delivery catheter system (dcs) caught on the valve during removal causing it to dislodge. Angiographic records were received for review. The images confirm the valve dislodged from the annulus, however the cause of the dislodgement was not confirmed. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products. Product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 22-sep-2020, UDI#: (B)(4). Product analysis: the devices were discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a sievers 1 bicuspid valve, the valve was deployed at 80% and appeared constrained at the inflow and sealed the fish mouth portion of the bicuspid valve. The valve was implanted at a depth of 2 millimeter (mm) non-coronary cusp (ncc) and 8 mm left coronary cusp (lcc). Under fluoroscopy the valve inflow was constrained. The nosecone of the delivery catheter system (dcs) was centered but was catching the edge of the inflow portion of the valve. The nose cone was re-centered and attempted to pull back but dislodged the valve. The patient was hemodynamically stable with no conduction changes. A left ventricular aortogram was performed and coronary perfusion was noted. Echocardiogram showed no paravalvular leak (pvl) and good left ventricle function. The patient was not a candidate for a valve-in-valve procedure due to a small sinotubular junction diameter and the physician was adverse to snaring the valve into the descending aorta. The patient was observed and became hemodynamically unstable with hypotension. Left ventricular function decreased and the patient coded. Advanced cardiac life support (acls) protocol was initiated. The patient was placed on bypass and converted to open heart surgery. The medtronic valve was removed and a non-medtronic surgical valve was implanted uneventfully. No additional adverse patient effects were reported.